Event description:
It was reported that an unspecified number of syringes 10ml ll s/c 200 experienced liquid/moisture droplets in the syringe. It was not specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no: 302995 batch no: 9357881 verbatim: on (B)(6) 2020 it was discovered that "all" of their syringes have clear liquid inside of them. She is not sure if it's supposed to be there. She did inject a patient this morning with 2 of the 3ml syringes and 1 of the 10 ml syringes this morning, before she noticed the liquid inside the syringes. She doesn't know if those syringes had liquid in them or not. She stated she has other syringes (other material #s, other lot #s), but she has not checked to see if there is liquid inside.

Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Initial reporter facility name: saint alphonsus medical center baker city emergency department. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringes 10ml ll s/c 200 experienced liquid/moisture droplets in the syringe. It was not specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no: 302995, batch no: 9357881. Verbatim: on (B)(6) 2020 it was discovered discovered that "all" of their syringes have clear liquid inside of them. She is not sure if it's supposed to be there. She did inject a patient this morning with 2 of the 3ml syringes and 1 of the 10 ml syringes this morning, before she noticed the liquid inside the syringes. She doesn't know if those syringes had liquid in them or not. She stated she has other syringes (other material #s, other lot #s), but she has not checked to see if there is liquid inside.